Manufacturer narrative:
Evaluated 1 open or used reservoir (transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no occluded anomaly during filling. Also checked o-rings or stopper groove for defects and none were found. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they would not fill reservoir with insulin and the pressure was messed up. The blood glucose level was 95 mg/dl. It was reported that the quick set didn¿t work as the reservoir was not working. The customer reported that they changed the reservoir and issue with reservoir not infusion set. The device will be returned for the analysis.